Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the most probable cause for the burn on the forceps elevator is due to the use of a high-energy instrument without maintaining a sufficient distance from the tip led to the burning of the forceps holder. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovidepscope forceps elevator was observed to have a burn. There was no patient involvement.